Event description:
The male received a precise stent in the right internal carotid artery. Post procedure, the patient suffered an ischemic stroke.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.